Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even inthe absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon sensor pod removal, patient had to pull sensor out with tweezers.the information that was provided to dexcom by patient is incomplete. Dexcom has attempted to contact patient several times in order to collect more information around the time of the event but has not been able to reach patient.this is MDR 2 of 2 for the complaint. See MDR # 3004753838-2013-00045 for report 1 of 2.